Manufacturer narrative:
Medwatch sent to FDA on 10/16/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hardness and small bump are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling addresses the reported events as follows: precautions: "patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. ¿treatment site responses reported by = 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness.¿ device- and injection related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%).

Event description:
Healthcare professional reported that approximately three months after injection with a total of 2 syringes of juvederm voluma xc in the cheeks and temples, the patient experienced hardness above the right eyebrow and a small bump above the brow. The patient is currently experiencing a "very hard indurated plaque" on both side of the temples. Patient was treated with hylenex. Patient was taking retin-a, melatonin, biotin, vitamin e concomitantly. Symptoms are ongoing.

Event description:
Further follow-up with the healthcare professional revealed that symptoms have resolved.